Event description:
One minute after initiaation of dialysis treatment, pt complained of feeling hot, eyes watering, face flushed. Blood pump stopped. Pt disconnected. System in recirc. Initial schiffs test negative for prescence of formaldehyde - schiffs drawn on outflow dialysate line negative. Treatment restarted with same dialyzer and lines. Pt again complained of feeling hot, eyes burning & watering. Dialysis stopped. Treatment restarted on dry pack dialyzer. Pt not symtomatic on reinitiation. Pt completed treatment..